Event description:
It was reported that the zimmer ats 2000 tourniquet system inflated on its own without anybody pressing the inflate button. Unit inflated to 350 mmhg on pt's arn (arm) for 43 minutes until deflated. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.